Event description:
It was reported that during a low anterior resection procedure, the abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/06/2009. Info anticipated, but unavailable at this time.